Manufacturer narrative:
The pt's physician reported that the pt's symptoms were not related to the valve, and that the valve did not need adjustment. The device remains implanted. Therefore, an eval of the device performance was not possible. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that a pt had a small strata ii valve with bioglide implanted during a revision surgery. After the surgery, the pt was allegedly vomiting and "came to a state of sleeping". It was alleged that the shunt changed pressure levels, and adjustment tools were unavailable in the city to which the pt had moved. The physician stated that he reported events were not caused by the valve, and that the valve did not need adjustment.